Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. The starclose se device was used; however, resistance was felt and the sheath did not split completely. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.